Manufacturer narrative:
A manufacturer representative tested the system at the site and replaced the components indicated. After replacement the system successfully passed a system checkout and was functioning as designed. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during preventative maintenance (pm) that several parts had to be replaced; battery chargers, batteries, front casters, and the image acquisition system (ias) cpu. There was no patient present.